Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 17-oct-2015. The most recent information was received on 27-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") in an adult female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. Concomitant products included cilest (ortho-cyclen) from (B)(6) 2008 to (B)(6) 2008, ferrous sulfate since (B)(6) 2016 and medroxyprogesterone (depo provera). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced abdominal pain ("real bad cramping in my abdominal and pelvic area"), mood altered ("severe moodiness"), anxiety ("anxiety"), panic attack ("panic attacks") and feeling abnormal ("have not been myself at all"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), rash ("rashes"), tooth disorder ("dental problems"), amnesia ("neurological conditions or problems: memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight decreased ("weight gain / loss"), weight increased ("weight gain / loss") and dysgeusia ("metal taste in mouth"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced skin irritation ("skin irritation"), pruritus ("itching"), allergy to metals ("allergy to nickel"), arthralgia ("hip pain"), uterine pain ("uterine pain") and back pain ("back pain"). The patient was treated with surgery (bilateral salpingectomy was done). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain was resolving, the mood altered, migraine, anxiety, panic attack, fatigue and feeling abnormal had not resolved and the vaginal haemorrhage, menorrhagia, rash, skin irritation, pruritus, allergy to metals, anaemia, tooth disorder, amnesia, dysmenorrhoea, dyspareunia, vaginal discharge, weight decreased, weight increased, dysgeusia, alopecia, arthralgia, uterine pain and back pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anaemia, anxiety, arthralgia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, menorrhagia, migraine, mood altered, panic attack, pelvic pain, pruritus, rash, skin irritation, tooth disorder, uterine pain, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: bilateral tubal occlusion ultrasound scan - on an unknown date: devices were in normal position. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, company conducts an investigation of any returned device. For cases where an insert is removed at a later time after insertion, company typically does not conduct an inspection of the insert. In this case no product was returned. Since company had no valid lot number for this case, they were unable to conduct a review of the manufacturing batch record. They are unable to confirm any quality defect or device malfunction at this time. There was no even reported which indicated a new technical failure mode for the device. Final risk classification: risk category v. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded 'unconfirmed quality defect'. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 27-feb-2018: new events added- abnormal bleeding (vaginal, menorrhagia), rashes, skin irritation, itching, allergy to nickel, anemia, dental problems, memory loss, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain/pelvic pain, vaginal discharge, weight gain / loss, metal taste in mouth, hair loss, hip pain, uterine pain and back pain. (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1775) on 17-oct-2015. The most recent information was received on 21-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain pelvic cramping / pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included body mass index normal. Concomitant products included cilest (ortho-cyclen) from 2-sep-2008 to 9-oct-2008, ferrous sulfate since (B)(6) 2016 and medroxyprogesterone (depo provera). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced abdominal pain ("real bad cramping in my abdominal and pelvic area"), mood altered ("severe moodiness"), anxiety ("anxiety"), panic attack ("panic attacks") and feeling abnormal ("have not been myself at all"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dental caries ("tooth decay"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rashes"), dysgeusia ("metal taste in mouth"), vaginal discharge ("vaginal discharge"), headache ("headaches"), amnesia ("neurological conditions or problems: memory loss"), migraine ("migraine headaches"), weight increased ("weight gain") and weight decreased ("weight loss"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) abnormal pain during menstruation"), alopecia ("hair loss"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced oligomenorrhoea ("prolonged and abnormal menstrual cycles"), calcium deficiency ("calcium deficiency"), tooth loss ("tooth loss"), back pain ("back pain/ severe back pain, pain radiates down the legs"), skin irritation ("skin irritation"), pruritus ("itching"), vaginal infection ("vaginal infections"), allergy to metals ("symptoms of a possible allergy to nickel, but never diagnosed"), arthralgia ("hip pain") and uterine pain ("uterine pain"). The patient was treated with ibuprofen (motrin), naproxen sodium (aleve), hydrocortisone, diphenhydramine hydrochloride (benadryl), vitamins and surgery (bilateral salpingectomy was done). Essure was removed on (B)(6) 2016. In 2016, the oligomenorrhoea, calcium deficiency, dental caries, tooth loss, back pain, dyspareunia, skin irritation, rash, pruritus, vaginal infection, headache, amnesia, alopecia and fatigue had resolved. On (B)(6) 2016, the dysmenorrhoea had resolved. At the time of the report, the pelvic pain and abdominal pain was resolving, the dysgeusia, vaginal discharge, allergy to metals and menorrhagia outcome was unknown, the mood altered, anxiety, panic attack and feeling abnormal had not resolved and the vaginal haemorrhage, migraine, anaemia, weight increased, weight decreased, arthralgia and uterine pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anaemia, anxiety, arthralgia, back pain, calcium deficiency, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, mood altered, oligomenorrhoea, panic attack, pelvic pain, pruritus, rash, skin irritation, tooth loss, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - on an unknown date: bilateral tubal occlusion ultrasound scan - in 2009: devices were in normal position. In 2008 and 2009, ultrasound scan showed there was successful placement of essure and the coils were in a normal location. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:  pelvic pain, abdmoninal pain, dysmenorrhea and dyspareunia quality-safety evaluation of ptc: -final assessment: for cases where a device failure during insertion is reported, company conducts an investigation of any returned device. For cases where an insert is removed at a later time after insertion, company typically does not conduct an inspection of the insert. In this case no product was returned. Since company had no valid lot number for this case, they were unable to conduct a review of the manufacturing batch record. They are unable to confirm any quality defect or device malfunction at this time. There was no even reported which indicated a new technical failure mode for the device. -final risk classification: risk category v -medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded 'unconfirmed quality defect'. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. From deleted case (B)(4) : sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 21-jun-2018: information from duplicate case (B)(4) was merged: reporter updated, weight added, treatment drugs added (motrin, aleve, hydrocortisone, benadryl, vitamins). Event oligomenorrhea, calcium deficiency, vaginal infections and tooth loss added. Dental problems were changed to dental caries, back pain was specified. Outcome updated. Ptc assessment transferred. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6)2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain pelvic cramping / pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included body mass index normal. Concomitant products included cilest (ortho-cyclen) from (B)(6)2008 to(B)(6) 2008, ferrous sulfate since (B)(6) 2016 and medroxyprogesterone (depo provera). In 2008, the patient experienced abdominal pain ("real bad cramping in my abdominal and pelvic area"), mood altered ("severe moodiness"), anxiety ("anxiety"), panic attack ("panic attacks") and feeling abnormal ("have not been myself at all"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dental caries ("tooth decay"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rashes"), dysgeusia ("metal taste in mouth"), vaginal discharge ("vaginal discharge"), headache ("headaches"), amnesia ("neurological conditions or problems: memory loss"), migraine ("migraine headaches"), weight increased ("weight gain"), weight decreased ("weight loss"), tooth disorder ("dental problems") and nervous system disorder ("neurological conditions or problems"). On (B)(6)2008, the patient had essure inserted. In december 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) abnormal pain during menstruation"), alopecia ("hair loss"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In july 2016, the patient experienced anaemia ("anemia"), cardiac disorder ("heart disorder") and blood disorder ("blood disorder"). On an unknown date, the patient experienced oligomenorrhoea ("prolonged and abnormal menstrual cycles"), calcium deficiency ("calcium deficiency"), tooth loss ("tooth loss"), back pain ("back pain/ severe back pain, pain radiates down the legs"), skin irritation ("skin irritation"), pruritus ("itching"), vaginal infection ("vaginal infections"), allergy to metals ("symptoms of a possible allergy to nickel, but never diagnosed"), arthralgia ("hip pain") and uterine pain ("uterine pain"). The patient was treated with ibuprofen (motrin), naproxen sodium (aleve), hydrocortisone, diphenhydramine hydrochloride (benadryl), vitamins and surgery (bilateral salpingectomy with removal of essure coils). Essure was removed on (B)(6)2016. In 2016, the oligomenorrhoea, calcium deficiency, dental caries, tooth loss, back pain, dyspareunia, skin irritation, rash, pruritus, vaginal infection, headache, amnesia, alopecia and fatigue had resolved. On (B)(6)2016, the dysmenorrhoea had resolved. At the time of the report, the pelvic pain and abdominal pain was resolving, the dysgeusia, vaginal discharge, allergy to metals, menorrhagia, tooth disorder, nervous system disorder, cardiac disorder and blood disorder outcome was unknown, the mood altered, anxiety, panic attack and feeling abnormal had not resolved and the vaginal haemorrhage, migraine, anaemia, weight increased, weight decreased, arthralgia and uterine pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anaemia, anxiety, arthralgia, back pain, blood disorder, calcium deficiency, cardiac disorder, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, mood altered, nervous system disorder, oligomenorrhoea, panic attack, pelvic pain, pruritus, rash, skin irritation, tooth disorder, tooth loss, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - on an unknown date: bilateral tubal occlusion ultrasound scan - in 2009: devices were in normal position. In 2008 and 2009, ultrasound scan showed there was successful placement of essure and the coils were in a normal location. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:  pelvic pain, abdonimal pain, dysmenorrhea and dyspareunia quality-safety evaluation of ptc: -final assessment: for cases where a device failure during insertion is reported, company conducts an investigation of any returned device. For cases where an insert is removed at a later time after insertion, company typically does not conduct an inspection of the insert. In this case no product was returned. Since company had no valid lot number for this case, they were unable to conduct a review of the manufacturing batch record. They are unable to confirm any quality defect or device malfunction at this time. There was no even reported which indicated a new technical failure mode for the device. -final risk classification: risk category v -medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded 'unconfirmed quality defect'. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. From deleted case 2016-213250: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet. Added events tooth disorder, nervous system disorder, blood disorder, cardiac disorder. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1775) on 17-oct-2015. The most recent information was received on 25-jun-2018. Quality-safety evaluation of ptc: -final assessment: for cases where a device failure during insertion is reported, company conducts an investigation of any returned device. For cases where an insert is removed at a later time after insertion, company typically does not conduct an inspection of the insert. In this case no product was returned. Since company had no valid lot number for this case, they were unable to conduct a review of the manufacturing batch record. They are unable to confirm any quality defect or device malfunction at this time. There was no even reported which indicated a new technical failure mode for the device. -final risk classification: risk category v -medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded 'unconfirmed quality defect'. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. From deleted case (B)(4): sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain pelvic cramping / pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included body mass index high. Concomitant products included cilest (ortho-cyclen) from (B)(6) 2008, ferrous sulfate since (B)(6) 2016 and medroxyprogesterone (depo provera). In 2008, the patient experienced abdominal pain ("real bad cramping in my abdominal and pelvic area"), mood altered ("severe moodiness"), anxiety ("anxiety"), panic attack ("panic attacks") and feeling abnormal ("have not been myself at all"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dental caries ("tooth decay"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rashes/rashes or skin conditions"), dysgeusia ("metal taste in mouth/ metallic taste in mouth"), vaginal discharge ("vaginal discharge"), headache ("headaches"), amnesia ("neurological conditions or problems: memory loss"), migraine ("migraine headaches"), weight increased ("weight gain"), weight decreased ("weight loss"), tooth disorder ("dental problems") and nervous system disorder ("neurological conditions or problems"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) abnormal pain during menstruation"), alopecia ("hair loss"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2016, the patient experienced anaemia ("anemia"), cardiac disorder ("heart disorder") and blood disorder ("blood disorder"). On an unknown date, the patient experienced oligomenorrhoea ("prolonged and abnormal menstrual cycles"), calcium deficiency ("calcium deficiency"), tooth loss ("tooth loss"), back pain ("back pain/ severe back pain, pain radiates down the legs"), skin irritation ("skin irritation"), pruritus ("itching"), vaginal infection ("vaginal infections"), allergy to metals ("symptoms of a possible allergy to nickel, but never diagnosed"), arthralgia ("hip pain") and uterine pain ("uterine pain"). The patient was treated with ibuprofen (motrin), naproxen sodium (aleve), hydrocortisone, diphenhydramine hydrochloride (benadryl), vitamins and surgery (bilateral salpingectomy with removal of essure coils). Essure was removed on (B)(6) 2016. In 2016, the oligomenorrhoea, calcium deficiency, dental caries, tooth loss, back pain, dyspareunia, skin irritation, rash, pruritus, vaginal infection, headache, amnesia, alopecia and fatigue had resolved. On (B)(6) 2016, the dysmenorrhoea had resolved. At the time of the report, the pelvic pain and abdominal pain was resolving, the dysgeusia, vaginal discharge, vaginal haemorrhage, migraine, anaemia, weight increased, weight decreased, arthralgia, uterine pain, menorrhagia, tooth disorder, nervous system disorder, cardiac disorder and blood disorder had resolved, the mood altered, anxiety, panic attack and feeling abnormal had not resolved and the allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, anaemia, anxiety, arthralgia, back pain, blood disorder, calcium deficiency, cardiac disorder, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, migraine, mood altered, nervous system disorder, oligomenorrhoea, panic attack, pelvic pain, pruritus, rash, skin irritation, tooth disorder, tooth loss, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - on an unknown date: bilateral tubal occlusion ultrasound scan - in 2009: devices were in normal position. In 2008 and 2009, ultrasound scan showed there was successful placement of essure and the coils were in a normal location. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:  pelvic pain, abdmoninal pain, dysmenorrhea and dyspareunia . Quality-safety evaluation of ptc: -final assessment: for cases where a device failure during insertion is reported, company conducts an investigation of any returned device. For cases where an insert is removed at a later time after insertion, company typically does not conduct an inspection of the insert. In this case no product was returned. Since company had no valid lot number for this case, they were unable to conduct a review of the manufacturing batch record. They are unable to confirm any quality defect or device malfunction at this time. There was no even reported which indicated a new technical failure mode for the device. -final risk classification: risk category v -medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded 'unconfirmed quality defect'. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. From deleted case (B)(4) : sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 25-jun-2018: pfs received. Outcome of following events were updated from unknown to recovered/resolved: dental problems, metallic taste in mouth, neurological conditions or problems, vaginal discharge, menorrhagia, heart disorder, blood disorder incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.